Event description:
On 10/2/2023, it was reported by a sales representative via phone that an ar-18724-08 low profile screw, ar-18724-12 low profile screw, and an ar-18724-18 low profile screw all had the same issue due to the ar-18700-35 depth gauge device. During an orif for an acromial fracture on (B)(6) 2023, the three low-profile screws were removed due to being too long when an x-ray was performed while the patient was under anesthesia. The screws were measuring longer than the bone anatomy due to the depth gauge device being incorrectly assembled by sterilization. The case was completed using shorter replacement screws from the same set with a three-minute delay in the procedure, and no additional anesthesia was administered. The entire procedure took 90 minutes, and no fragments broke. This was discovered during an orif for an acromial fracture procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to user error as the customer stated the screws were measuring longer than the bone anatomy due to the depth gauge device being incorrectly assembled by sterilization.